Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx five years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the aneurysm increased in size form 7.3 cm to 11 cm and the stent graft had dropped with the aneurysm sac. The decision was made to explant the stent graft. During the surgical conversion, the aneurysm was found to be ruptured on the posterior wall. The explanted stent graft was rec'd and its evaluation is pending. No additional clinical sequelae were reported and the pt is fine. Please note that model number is not distributed in the united states.

Manufacturer narrative:
Evaluation: lack of information (no operative reports were rec'd, aneurysm and vessel morphology at the time of implant were not reported, evaluation of the explanted stent graft is pending).